Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb short port black inflation valve was coming out and the balloon was not being inflated. An accessory kit was opened to complete the procedure. There was no impact to the patient. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)